Event description:
It was also reported that the device emitted a patient alert on a daily basis, but the audible sound was so low that the alert tone could hardly be recognized. The patient and their relatives were unable to hear the daily alert. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).